Event description:
A product experience report was received on 05/01/2018 stating that this device was used as an external temporary pacemaker due to infection with sepsis. The patient had colonoscopy a week ago prior to the system extraction procedure. The patient became septic and was not responding to all antibiotics. Moreover, it was also mentioned that the patient was pacemaker dependent so a fineline lead was implanted through the jugular and was attached to a temporary pacemaker and was placed outside the body. In addition to that, the infection was not due to device. The physician was dr. Miguel leal at university of wisconsin in madison, wi. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).